Manufacturer narrative:
Product investigation summary: one conical extraction screw (part 387.34 / lot u116584) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ the complaint condition is confirmed as the extraction screw was received with the distal tip missing. Since the specific circumstances at the time of the damage are unknown, the root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The related product drawings were reviewed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The parts were determined to be suitable for their intended use when employed and maintained. There were no findings in the device history record reviews that would contribute to the compliant conditions. The condition of the returned devices is consistent with having been subjected to excessive torsional force. Additionally, the reported procedure was to remove a wrist plate and given that part number 387.34 is for the extraction of 7.3mm cannulated screws, which would not be expected in the wrist, it is likely that the method of use resulted in the broken tip. Since the specific circumstances at the time of the damage are unknown, the root cause cannot be definitively determined, however, it is most probable that the method of use resulted in the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken screw removal set had a few pieces that were not functioning properly during a procedure to remove a wrist plate. A hollow reamer and reamer tube became cold-welded together and the tip "popped off" of a conical extractor screw. No surgical delays were reported. The reporter confirmed that no fragments were generated from broken tip of conical extractor screw and surgery was successfully completed. It was unknown whether same parts were used to complete the surgery, since he was not present during the surgery. This report addresses the conical extractor screw. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by the reporter. Device is an instrument and is not implanted/explanted. Additional manufacturing date, (B)(6) 2010. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.